Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient with an unknown medtronic device and an unknown indication for use. It was reported that the patient was having a problem with a medtronic device. There was no patient symptom reported. The specific device information, symptoms, nature and details, root cause and intervention regarding the event remains unknown. Follow up has been conducted to obtain this information and if additional information is received a follow up report will be sent.